Manufacturer narrative:
Correction: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The pleural effusion was diagnosed by computed tomography. The patient was monitored in the emergency department.

Event description:
It was reported that the thal-quick chest tube mal positioned following its placement in a 72-year-old male patient. The patient had sustained multiple traumatic fractures. On the day of admission (day 0), the patient underwent treatment in the emergency department (ed) for a hemopneumothorax with midaxillary placement of a thal-quick chest tube in the 5th intercostal space. X-ray imaging confirmed successful placement in the desired location and the initiation of drainage was successfully achieved. On the same day (day 0), the patient experienced malfunction of the chest tube. The patient was then transferred to another facility for a higher level of care. Upon arrival, the patient experienced a pulseless electrical activity (pea) arrest. The right chest tube was replaced due to concerns that it was positioned within the right major lung fissure and was not functioning properly. No other adverse events were reported.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg?: the device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the thal-quick chest tube malpositioned. The device was required for a 72-year-old male patient with multiple comminuted fractures and a right hemithorax. On the day of admission (day 0), the patient underwent treatment in the emergency department (ed) for a hemopneumothorax with midaxillary placement of a thal-quick chest tube in the 5th intercostal space. X-ray imaging confirmed successful placement in the desired location and the initiation of drainage was successfully achieved. On the same day (day 0), the patient experienced malfunction of the chest tube. The patient was then transferred to another facility for a higher level of care. Upon arrival, the patient experienced a pulseless electrical activity (pea) arrest. The right chest tube was replaced due to concerns that it was positioned within the right major lung fissure and was not functioning properly. No other adverse events were reported. A lot number or a rpn was not provided. A sales search for thal-quick devices sold in USA in the last 3 years identified the rpn c-tqts-1400 as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_thal_rev11, ¿thal-quick chest tube sets and trays¿) packaged with the device provides instructions for the user about the proper use and placement of the device. Based on the information provided, no device return, and the results of the investigation, cook concluded that the event is related to the procedure. It was reported that the device was incorrectly placed in the lung tissue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.